Event description:
It was reported that there was an error code on the patient programmer (pp) ¿with the pp going to the clinician programmer.¿ this indicated that the programming was lost. No error codes were noted. The caller was no longer with the patient at the time of this call to capture any hidden codes on the pp. It was thought at the time that the patient just needed an antenna. Additional information received reported that the patient had shown the manufacturer representative (rep) the picture that he had seen on the screen of his pp and it was one the rep had never seen before. The rep initially thought the pp wasn¿t communicating because of the antenna but then the patient put the pp on the implantable neurostimulator (ins) and it showed a picture of a programmer in the corner of the screen. The rep then checked the device with the clinician programmer and all his programs were there. The ins was then checked with the pp and everything was fine and was working well with no problems. The rep had no idea what caused the issue but everything was working fine. No further follow-up was required as all known information was reported and the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID :97740, serial# (B)(4) product type :programmer, patient. Product ID: 97754, serial# (B)(6), product type: recharger. Product ID: 977a260, lot# serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).